Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was a residual sphere in the in left eye of the patient with the postoperative manifest refraction spherical equivalent was more than one diopter after refractive surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. No on-site visit by an field service engineer was identified in relation to the reported issue. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment day. The reported treatment could be identified in the logfile. The logfile shows that the reported treatment of the patient¿s left eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. No part is expected to be returned to manufacturer for evaluation. No root cause for the reported event could be determined, as the device and the surgical procedure was found to meet specifications. The manufacturer internal reference number is: (B)(4).